Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical stapling in a laparoscopic procedure, the handle and the 2 reloads locked. The device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. When the stapler and reloads were replaced with the same lot number, the surgery was performed normally. There was no patient injury.